Manufacturer narrative:
Implant regio 23 fratured. Construction was a removable prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism

Event description:
Implant fracture.

Event description:
Implant fracture.